Manufacturer narrative:
Date rec'd by MFR: 31oct2019. The field service engineer performed evaluation and confirmed the reported problem. The field service engineer replaced the external battery to resolved the issue. Unit passed all required tests and was return to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of events: (B)(6). Date of report: 16aug2019.

Event description:
The customer reported unit not running on battery. There was no patient involvement.